Event description:
A customer observed a false positive vitros anti-(B)(6) result from a single pt processed on a vitros eci analyzer. The same pt sample produced a negative result on a competitive system. A second sample from the pt also produced a negative result. False positive results may lead to inappropriate physician action. The false positive result was reported and questioned by the physician. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci did not operate as intended. The sample produced false positive results when processed using two different vitros (B)(6) reagent lots. The true classification of the pt sample is considered to be (B)(6) negative based on competitive system results and additional (B)(6) marker assays. The root cause for the false positive vitros anti-(B)(6) results is unk, however, pre-analytical sample handling and the possibility of an unk sample specific interferent cannot be ruled out.